Event description:
It was reported a perforation and pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 24mm watchman laa closure device and delivery system (wds) were used. The closure device was deployed, but could not be positioned correctly after several attempts. A 27mm wds was then used. The closure device was deployed and partially recaptured once and a pericardial effusion with cardiac tamponade was noticed. The closure device was fully recaptured and removed. The emergency team was called in and they placed a pericardial drain. A total of two liters of blood was removed and re-infused back into the patient in the operating room. They also found a small perforation in the distal part of the laa. The perforation was sewn and the laa was clipped. The patient was doing well and was discharged from the hospital within days of the procedure.